Event description:
It was reported that the procedure was to treat the first obtuse marginal coronary artery with mild calcification and heavy tortuosity. Pre-dilatation was performed with a 3x10 mm balloon and then the 3x33 mm xience xpedition stent was deployed. A distal edge dissection was noted and a 3x38 mm xience xpedition stent was used to treat the dissection and complete the procedure. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.